Event description:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging cable became damaged while plugged into the device. There was patient involvement, however no reported health consequences or impact.